Manufacturer narrative:
Post market surveillance for med consumables. No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set leaked from between the nonbd connector and tubing while infusing ns to a patient. There was no report of patient harm.